Event description:
Patient death on the day of treated vf episode on (B)(6) 2022. Device delivered full energy, failed to convert. Intermittent vf undersensing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).